Event description:
In (B)(6) 2014, the patient underwent an ifuse si joint arthrodesis where three ifuse implants were placed. The patient later complained of si joint pain after a fall. It was determined that some implants may have not fully crossed the si joint. In (B)(6) 2015, the surgeon performed a revision surgery where he removed a previous implant and replaced it with a longer implant and then added an additional implant to the existing construct to help fixate the si joint. The patient is doing well following the procedure.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is insufficient fixation of the si joint.